Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery. There was no report of patient involvement. A philips field service engineer evaluated the device. The reported issue could not be recreated. We can not determine the cause of the reported failure as it could not be confirmed.

Event description:
The customer reported that the device failed to recognize the battery. There was no report of patient involvement.